Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a follow-up report will be sent.

Event description:
It was reported the pt had his malleable penile prosthesis replaced with an inflatable penile prosthesis due to malfunction. Add'l info was requested but was not available.